Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy so did not charge the ipg as recommended. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced. During the procedure lead migration was confirmed and so lead was also replaced to address the issue.